Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) reported an alert that was detected for right atrial automatic threshold (raat) suspension due to rate too high. Atrial capture cannot be confirmed on the presenting electrogram (egm) due to the absence of paced beats. The ra pacing output is fixed at 3.5v (volts). It was also noted the left ventricular (lv) lead threshold was observed to be higher than programmed pacing output. The lv thresholds recorded varied between 4.0v and 5.0v at 0.4ms (milliseconds) and the most recent manual threshold measured at 2v at 2.0ms. The lv pacing output is fixed at 3.5v at 0.4ms. Further review of the lv pacing parameters was recommended. At this time, the device and the lv lead and the non-boston scientific ra lead remain in service. No adverse patient effects were reported.